Manufacturer narrative:
This complaint was received via an anonymous clinical study.&nbsp; sample analysis could not be performed since samples were not provided for evaluation. This complaint will be used for trending and post market analysis.&nbsp;&nbsp;

Event description:
Per a post market clinical survey, the customer observed a clogged tube with the use of a neonatal/pediatric feeding tube. The customer stated there was a possible device relationship. This information was received via an anonymous post market clinical study; therefore, the customer information is unknown and no further information will be provided.